Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) clearlink system continu-flo sets would not prime. The nurse connected the intravenous (IV) bag and followed the priming instructions; however, the IV solutions would not prime past the drip chamber of the set. These events occurred during priming and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.